Manufacturer narrative:
Report date: 24aug2021. (B)(6).

Event description:
It was reported to philips that the device's battery does not work. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The fse replaced the battery. The device passed performance verification testing and was placed back into service.